Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02g23-25 that has a similar product distributed in the us, list number 04p54.

Event description:
The customer observed false reactive architect hbsag qualitative ii confirmatory results when compared to another method for a liver transplant patient. The following results were provided for sid (B)(6): the architect ci8200 hbsag qualitative ii confirmatory results were as follows: c2 was 1.64 s/co, c1 0.29 s/co, hbsagq2 % neutralization 93.3585, the sample was repeated on the architect ci8200 and the results were as follows: c2 was 1.68 s/co, c1 0.30 s/co, hbsagq2 % neutralization 93.2133; the same sample was repeated on the architect i2000, hbsag qualitative ii confirmatory and thet results were as follows: c2 was 1.51 s/co, hbsagq2 c1 0.26 s/co, hbsagq2 % neutralization 102.8215; the same sample was repeated with vitros and the results were as follows: hbsag 1.57 s/co (reactive), hbcon 0.24 s/co (nonreactive) and 0.24 s/co (nonreactive). The following day, the architect hbsag qualitative ii results were 1.87 s/co (reactive), repeated on another instrument and the result was 1.98 s/co (reactive). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review & device history record review. The ticket search by lot indicates that the reagent lots performs as expected for the products. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 25106fn00 and the complaint issue. Labeling was reviewed which adequately addresses the current issue. In-house testing of the architect hbsag qualitative ii confirmatory reagent lot was completed; all specifications were met indicating that the lot is performing acceptably. Return testing was not completed as the sample was not available for return. If the architect hbsag qualitative ii confirmatory results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute and chronic infection. Based on the investigation, no systemic issue or deficiency of the architect hbsag qualitative ii confirmatory, lot 25106fn00 was identified.